Manufacturer narrative:
The mammomark biopsy site identifier is a sterile, single use device intended for use after an open surgical or percutaneous breast biopsy procedure to mark the biopsy site. The device is not available for analysis, which precludes a full investigation and analysis of the root cause. However, this failure mode is identified in the risk management file and will occur at the end of the procedure and involves the marker tip physically breaking. The failure mode involves the tip of a side deploy marker shearing on the cutter of a disposable probe and separating from the body of the marker. Should this failure mode occur, there is a chance the broken marker tip may be left in the patient's breast. It was reported by the sales representative that during procedure there was a tip shear during marker deployment. After reaching out to the reporter they did confirm the tip shear went into the patient. However, they have been unsuccessful in obtaining more information from the doctors office to confirm if the material was removed. To date there has been no information to confirm permanent impairment of a body function or permanent damage to a body structure, or a condition that necessitates an unexpected medical or surgical intervention to prevent such a disease, disorder or abnormal physical state or permanent impairment or damage. We are submitting this report for the potential of the patient needing additional surgery to remove any material from the tip shear.

Event description:
It was reported by the sales representative that during procedure that there was a tip shear during marker deployment. We have not received confirmation as to whether or not the tip shear has been or will be removed.

Manufacturer narrative:
The initial report was submitted on 14-dec-2022. The purpose of this follow up report is to correct g6 in the initial report which should have the "initial" box checked and e1 contact name and phone number were updated to correct information, no email should be listed.